Event description:
After an implantation period of approx. 26 months, oversensing on the ventricular channel was reported. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Multiple signs of wear were found along the lead body. In particular 9.5 cm proximal to the lead tip the insulation was found abraded through. This damage can be considered as the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The analysis of the provided iegm episodes showed artifacts in the right ventricular and farfield channel, leading to the reported oversensing. Further damages, like the presence of coagulated blood inside the df4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.